Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("unsatisfactory current proximal positioning of right essure device/malposition of essure device location of device: right tube/ migration of essure device location of device: right tube/failure to occlude (close) fallopian tube(s)") and genital haemorrhage ("heavy, frequent bleeding") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, premature baby, obesity and migraine headache. No diagnostic abnormality. Endometrium: inactive. Myometrium: adenomyosis; leiomyomata. Right and left fallopian tubes: no diagnostic abnormality. Coiled metallic essure device identified in right cornu. Concurrent conditions included withdrawal bleeding irregular and dysfunctional uterine bleeding. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and joint injury ("tennis elbow condition") with pain in extremity. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the menorrhagia, vaginal discharge, fatigue and joint injury outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, joint injury, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2012 - hysterosalpingogram (hsg) - one side blocked, one side not ¿ plaintiff was told left side took, but the right side did not. Diagnostic results: on (B)(6) 2012, patient had an hsg (hysterosalpingogram) test that showed satisfactory positioning of the left essure device, but unsatisfactory current proximal positioning of right essure device. Hysterosalpingogram (hsg) - one side blocked, one side not plaintiff was told left side took, but the right side did not. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. New event added-fatigue and tennis elbow condition with symptom -consistent pain in my arms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("unsatisfactory current proximal positioning of right essure device/malposition of essure device location of device: right tube/ migration of essure device location of device: right tube/failure to occlude (close) fallopian tube(s)") and genital haemorrhage ("heavy, frequent bleeding") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no diagnostic abnormality. Endometrium: inactive. Myometrium: adenomyosis; leiomyomata. Right and left fallopian tubes: no diagnostic abnormality. Coiled metallic essure device identified in right cornu. Concurrent conditions included withdrawal bleeding irregular and dysfunctional uterine bleeding. In 2012, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the menorrhagia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2012 - hysterosalpingogram (hsg) - one side blocked, one side not ¿ plaintiff was told left side took, but the right side did not. Diagnostic results: on (B)(6) 2012, patient had an hsg (hysterosalpingogram) test that showed satisfactory positioning of the left essure device, but unsatisfactory current proximal positioning of right essure device. Hysterosalpingogram (hsg) - one side blocked, one side not plaintiff was told left side took, but the right side did not. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirmed. Plaintiff¿s demographics added. Essure indication updated. New events, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), vaginal discharge and painful intercourse were added. Event unsatisfactory current proximal positioning of right essure device updated to unsatisfactory current proximal positioning of right essure device/malposition of essure device location of device: right tube/ migration of essure device location of device: right tube/failure to occlude (close) fallopian tube(s).lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("unsatisfactory current proximal positioning of right essure device/malposition of essure device location of device: right tube/ migration of essure device location of device: right tube/failure to occlude (close) fallopian tube(s)") and genital haemorrhage ("heavy, frequent bleeding") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, premature baby, obesity and migraine headache. No diagnostic abnormality. Endometrium: inactive. Myometrium: adenomyosis; leiomyomata. Right and left fallopian tubes: no diagnostic abnormality. Coiled metallic essure device identified in right cornu. Concurrent conditions included withdrawal bleeding irregular and dysfunctional uterine bleeding. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and epicondylitis ("tennis elbow condition") with pain in extremity. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the menorrhagia, vaginal discharge, fatigue and epicondylitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, epicondylitis, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2012 - hysterosalpingogram (hsg) - one side blocked, one side not ¿ plaintiff was told left side took, but the right side did not. Diagnostic results: on (B)(6) 2012, patient had an hsg (hysterosalpingogram) test that showed satisfactory positioning of the left essure device, but unsatisfactory current proximal positioning of right essure device. Hysterosalpingogram (hsg) - one side blocked, one side not plaintiff was told left side took, but the right side did not. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("unsatisfactory current proximal positioning of right essure device/malposition of essure device location of device: right tube/ migration of essure device location of device: right tube/failure to occlude (close) fallopian tube(s)") and genital haemorrhage ("heavy, frequent bleeding") in a 38-year-old female patient who had essure (batch no. 915893) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, premature baby, obesity and migraine headache. No diagnostic abnormality. Endometrium: inactive. Myometrium: adenomyosis; leiomyomata. Right and left fallopian tubes: no diagnostic abnormality. Coiled metallic essure device identified in right cornu. Concurrent conditions included withdrawal bleeding irregular and dysfunctional uterine bleeding. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and epicondylitis ("tennis elbow condition") with pain in extremity. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the menorrhagia, vaginal discharge, fatigue and epicondylitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, epicondylitis, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2012 - hysterosalpingogram (hsg) - one side blocked, one side not ¿ plaintiff was told left side took, but the right side did not. Diagnostic results: on (B)(6) 2012, patient had an hsg (hysterosalpingogram) test that showed satisfactory positioning of the left essure device, but unsatisfactory current proximal positioning of right essure device. Hysterosalpingogram (hsg) - one side blocked, one side not plaintiff was told left side took, but the right side did not. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received and lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("unsatisfactory current proximal positioning of right essure device/malposition of essure device location of device: right tube/ migration of essure device location of device: right tube/failure to occlude (close) fallopian tube(s)") and genital haemorrhage ("heavy, frequent bleeding") in a 38-year-old female patient who had essure (batch no. 915893) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, premature baby, obesity and migraine headache. No diagnostic abnormality. Endometrium: inactive. Myometrium: adenomyosis; leiomyomata. Right and left fallopian tubes: no diagnostic abnormality. Coiled metallic essure device identified in right cornu. Concurrent conditions included withdrawal bleeding irregular and dysfunctional uterine bleeding. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and epicondylitis ("tennis elbow condition") with pain in extremity. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the menorrhagia, vaginal discharge, fatigue and epicondylitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, epicondylitis, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2012 - hysterosalpingogram (hsg) - one side blocked, one side not ¿ plaintiff was told left side took, but the right side did not. Diagnostic results: on (B)(6) 2012, patient had an hsg (hysterosalpingogram) test that showed satisfactory positioning of the left essure device, but unsatisfactory current proximal positioning of right essure device. Hysterosalpingogram (hsg) - one side blocked, one side not plaintiff was told left side took, but the right side did not. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("unsatisfactory current proximal positioning of right essure device") and genital haemorrhage ("heavy, frequent bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient's symptoms substantially resolved after the (B)(6) 2012 surgery. Diagnostic results: on (B)(6) 2012, patient had an hsg (hysterosalpingogram) test that showed satisfactory positioning of the left essure device, but unsatisfactory current proximal positioning of right essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.